Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was unable to cross the lesion with the 3.00x32 mm taxus express2 drug eluting stent and the stent delivery system, the stent struts were found to be flared on the proximal end. The procedure was completed with another taxus stent. No pt complications were reported. Pt status reported as "good".